Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows wear, the post feature has fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Per package insert 87-6203-883-01 nexgen cr-flex and lps-flex fixed bearing knee: pain and fracture of prosthetic knee components are known adverse effects of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical products: unknown femoral component, catalog # unknown, lot # unknown; unknown tibial component, catalog # unknown, lot # unknown. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial left knee procedure. Subsequently, the patient was revised due to clicking, pain, and occasional locking of the knee. The articular surface was removed and replaced. No further event information available at the time of this report.